Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the pulse generator. Boston scientific technical services (ts) noted that the device was implanted 7 years ago, but the device has an average longevity of 5 years. Ts advised that the device was not experiencing pbd. However, due to the lack of a data analysis, the ts's statement could not be confirmed. The device remains in service. There were no reports of adverse patient effects.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the pulse generator. Boston scientific technical services (ts) noted that the device was implanted 7 years ago, but the device has an average longevity of 5 years. Ts advised that the device was not experiencing pbd. However, due to the lack of a data analysis, the ts's statement could not be confirmed. The device remains in service. There were no reports of adverse patient effects. Additional information received indicates that ts confirmed via the data analysis the device was depleting normally.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the pulse generator. Boston scientific technical services (ts) noted that the device was implanted 7 years ago, but the device has an average longevity of 5 years. Ts advised that the device was not experiencing pbd. However, due to the lack of a data analysis, the ts's statement could not be confirmed. The device remains in service. There were no reports of adverse patient effects. Additional information received indicates that ts confirmed via the data analysis the device was depleting normally. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the pulse generator. Boston scientific technical services (ts) noted that the device was implanted 7 years ago, but the device has an average longevity of 5 years. Ts advised that the device was not experiencing pbd. However, due to the lack of a data analysis, the ts's statement could not be confirmed. The device remains in service. There were no reports of adverse patient effects. Additional information received indicates that ts confirmed via the data analysis the device was depleting normally. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned s-ICD was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.